Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal unknown drug via an implantable pump for unknown indications for use. It was reported that the reason for the call was the hcp contacted the rep regarding a patient they were working with. When interrogating the pump at refill today, they encountered service code 99, 'pump was stopped for 210h46m' and service code 100. The rep confirmed that the patient did have magnetic resonance imaging (MRI) last week. The rep stated that the patient had no loss of therapy or withdrawal. The agent reviewed information related to telemetry mode and advised caller to have hcp check the pump volume for accuracy and check logs again to see if the motor stall recovery was noted. The rep was not with the account and stated that she would call back if further assistance was needed.

Event description:
Additional information received from a health care provider (hcp) indicated that the rep was not provided with any patient information. The rep stated that they just called with the code and while they were on the phone with tech services, the patient had left. Per the office, the patient's pump was refilled without issue and they did not report any current issues with the therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the physician was present during the patient visit and refill. The physician said that it had recovered and they were able to refill the pump without issue.